Event description:
Additional information received later clarified that the "sepsis was completely unrelated to infusion system; none of the device components were not involved at all with sepsis". Patient had one infusion system implanted and the correct explant date was (B)(6) 2012.

Event description:
It was reported that the cause of the event was sepsis. It was noted that the device will not be returned to the manufacturer. The patient recovered without sequela

Event description:
The pump was not in use per the health care provider and contained saline. There was no reported patient injury.

Manufacturer narrative:
Catheter: model# 8709sc and catheter model# 8596sc were previously reported as explanted on (B)(6) 2012. It was later reported that they were explanted (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc explanted: (B)(6) 2012; catheter model # 8596sc explanted (B)(6) 2012.

Event description:
It was reported there was a confirmed catheter fracture. Per the reporter, the patient was having a spinal fusion and the catheter was cut during the surgical procedure. A revision was not done. The pump contained saline. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Catheter model 8709sc serial# (B)(4) implanted: (B)(6) 2009 explanted: unk; catheter model 8596sc serial# (B)(4) implanted: (B)(6) 2009 explanted: unk.